Event description:
The patient had coded and after resucitation a foley was placed using the new kits. Upon insertion there was no urine output to confirm placement, however, there was a consensus among both nurses placing it and another on the unit that it was in the correct spot. The catheter was flushed with return of flush out the tubing but no urine output. Approximately 30 minutes later 150 of urine came out via the catheter.======================manufacturer response for foley catheter, surestep (per site reporter).======================sent similar product out for evaluation and testing.